Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the cancellation, post sedation, of the implantation of the product. Block h10: this report pertains to two devices used in the same procedure. The related report number is 2124215-2025-84717.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under general anesthesia. During the procedure, when the physician began to push, she noticed the y-connector clogged. The physician removed the kit and tried to flush the y-connector with saline, but it did not work. A second kit was opened and another obstruction occurred. Therefore, the procedure was cancelled post-sedation. No patient complications were reported. The patient received his planned radiation treatment.